Event description:
The customer reported that the insulin pump was emitting a high pitched tone, and the screen was stuck with a number 2 on it. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and a constant tone due to a problem with the mother board.